Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for rectal cancer, when dissecting rectal tissue, part of staples did not form and the staple line was incomplete distally. The surgeon used a new device and suture was used endoscopically for repair.